Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: troubleshooting information: 1. Ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick external catheter. Replacing canister and tubing replace the canister and tubing for each patient according to useful life: ¿ every 60 days for pwkit03 canister and accessories (this kit includes a canister without handle) ¿ every 90 days for pwkit03h canister and accessories (this kit includes a canister with handle) if you notice any of the following, replace immediately: canister or tubing has residual urine build-up. Canister or tubing appear cloudy. Canister or tubing appear discolored. Canister becomes cracked. Tubing becomes torn. Purewick external catheter no longer securely connects to collector tubing failure to clean and/or replace accessories may affect the performance of the system. A DHR could not be performed since serial number provided was invalid. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in to trouble shoot their purewick. They set up the purewick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The purewick failed the water test. The water was inching and lagging in the tubes. The warranty is expired. The customer ordered a new kit. Order number: (B)(4). Order date: 11/10/25. No additional information provided. Troubleshooting did not resolve the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer called in to trouble shoot their purewick. They set up the purewick and checked the power cord, canister, lid and made sure the tubing and elbow pieces were in place. The purewick failed the water test. The water was inching and lagging in the tubes. The warranty is expired. The customer ordered a new kit. Order number: (B)(4). Order date: (B)(6) 2025 no additional information provided. Troubleshooting did not resolve the issue.